Event description:
It was reported that noise on the atrial channel was observed when patient was presented in clinic for follow-up. Isometrics and positional testing attempts to recreate the noise were done. Programming changes were made. Lead x-ray to be scheduled. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.